Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported the physician determined that the inflatable penile prosthesis (ipp) requires replacement as it appeared to have lost all fluid. A replacement surgery was performed and all components were removed and replaced. There were no patient complications in relation with this event.